Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 2 patients tested on a coaguchek xs meter serial number (B)(4) compared to the thromborel s method. Patient 1: the meter result was 4.0 inr and within 1 hour the laboratory result was 2.57 inr. The patient's therapeutic range is 2.5 - 3.5 inr. Patient 2: on (B)(6) 2019 the meter result was 4.0 inr and within 1 hour the laboratory result was 2.4 inr. The patient is an (B)(6) male with a date of birth that was requested but not provided. The patient's therapeutic range is 2.5 - 3.5 inr. There were no adverse events. There were no changes in dosage or therapy based on the meter results. Neither patient have had significant changes to their diet or medications recently. Qc testing was recently performed and successful on the customer's meter. The test strips have been requested for return. Relevant retention test strips (lot 314043) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.